Manufacturer narrative:
Correction: the awareness date should have been 13 aug 2024 and not 14 aug 2024.

Event description:
It was reported that the patient's right atrial (ra) lead had failed to capture and failed to sense. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received indicates that the ra lead also exhibited high capture threshold.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a compete lead was returned. X-ray examination and electrical testing of the lead was normal. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.